Manufacturer narrative:
Qn# (B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5102928.

Event description:
Complaint found in maude database: "during the placement of an arrow central venous catheter placement, guide wire frayed and uncoiled. Resulting in the removal of the guidewire which was still intact. Then opening a new kit to use a new guidewire. Event abated after use stopped or dose reduced. Event reappeared after reintroduction: no."

Event description:
Complaint found in maude database: "during the placement of an arrow central venous catheter placement, guide wire frayed and uncoiled. Resulting in the removal of the guidewire which was still intact. Then opening a new kit to use a new guidewire. Event abated after use stopped or dose reduced. Event reappeared after reintroduction: no."

Manufacturer narrative:
Qn#(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5102928. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "during the placement of an arrow central venous catheter placement, guide wire frayed and uncoiled. Resulting in the removal of the guidewire which was still intact. Then opening a new kit to use a new guidewire. Event abated after use stopped or dose reduced. Event reappeared after reintroduction: no".

Manufacturer narrative:
Qn#(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5102928. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.